Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) surfaced a low vacuum alarm on subject unit while on patient.  Users swapped out unit to continue treatment without issue. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
It was reported during clinical use that the cs300 intra-aortic balloon pump (iabp) low vac alarm was observed. There was a patient involved. No patient harm. Patient demographics asked but unknown. Users surfaced a low vacuum alarm on subject unit while on patient. Users swapped out unit to continue treatment without issue. A getinge field service engineer (fse) unable to replicate user complaint. Successfully completed a function check with trainer and testing catheter without issue. Confirmed low vacuum alarm in the logs attached for reference. Other than that, unit fully calibrated and functional. Transducers functional and free of moisture. Tubing inside unit clean and in good condition. When closing k6a, opening k7, plugin catheter port, activating/deactivating k8, noticed x1 and x2 dropping pressure one mmhg at a time approximately every minute. As part of this observation, completed various condensation removal procedures before and after checking the transducers as described before, without noticing differences. Clamping the fll and drain lines one at a time while manipulating k7 and k8 as aforementioned held pressures in place - fill line held pressure for the shuttle transducer, drain line held drive transducer pressure in place. Narrowed down issue to the fll and purge manifolds. Replaced purge and fll manifolds. And successfully held pressures in place. Coordinated with onsite biomed personnel to run unit over the weekend to assess whether any other low vacuum alarms, as well as other issues surface. On (B)(6), verified unit ran over the weekend without any issues. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a low vacuum alarm. The fat performed a visual inspection and found the parts to be in good condition. The fat installed part number 0104-00-002 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the failure. The fat installed 0104-00-0023 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not dentified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.